Manufacturer narrative:
Medwatch sent to FDA on: 08/29/2012. The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."

Event description:
Patient reported an alleged leak. The patient present with "no resistance" after a fill. All fluid had been removed from the device and 8.4 cc was added. A month later only .5 cc was in the device. The device remains implanted. Follow-up findings: health professional reported the surgeon confirmed the alleged leak, but was unable to find the location.